Event description:
While opening the packaging, the hosp staff discovered that the metal post was missing from the insert. Another insert was available and was used successfully. There was no adverse consequence for the pt.

Manufacturer narrative:
Summary of evaluation: the information provided and the examination results are insufficient to determine the cause of this event.